Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was advised that their recharging is normal based on their usage. However the charge does not last as long as it did when the patient was first implanted. The patient is going to continue to use their ins as is and will notify the manufacturer if it continues to last a shorter amount of time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that their implantable neurostimulator (ins) isn¿t staying charged as long as it used to. The patient mentioned that they use the therapy 24/7 which has been a godsent. They mentioned that when they when first got the therapy they would have to charge every 6-7 days, but now the patient has to charge every 5 days. The patient stated that they also noticed that their ins takes longer to charge. They explained that they used to charge for 3 hours every week, but now they have to charge for longer every 5 days. The patient mentioned that they always have the ins on, and they know when it depletes because they are in pain. They indicated that they recently increased their parameters and confirmed that they keep the ins charged for the most part. The patient also confirmed that the time they noticed an increase in recharging frequency is also when they increased therapy. Patient services reviewed that adjusting therapy can affect charging frequency. No further complications were reported or anticipated.